Event description:
A technician reported secondary energy too low message, during a surgery. Upon follow up, reporter mentioned that the message was acknowledged, and case was completed. No pt harm was reported. Additional info has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).